Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, it was discovered that the suction tubing clip on the titan was very fragile. This event was initially determined to be non-reportable. The event became associated with a signed health hazard evaluation report and subsequent recall, md-2015-002-r. The health hazard report was signed on (B)(6) 2014. No patient involvement as this occurred during setup. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusions: not yet available - evaluation in progress.